Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. All components were explanted and will not be returned. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2022.